Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 1627487-2021-15186. It was reported that during a procedure reported in related manufacturer report 1627487-2021-15180 and related manufacturer report 1627487-2021-15181, upon attempting to explant, the anchor was broken, and fragments were left in the patient. The distal end of the anchor remains implanted in the procedure. No additional information is anticipated.